Event description:
Caller reported a cgm error 42 related to a g6sensor. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset their pump, after which the cgm error code did not reappear, and the caller successfully started their sensor session.